Event description:
It was observed that during the device evaluation, the image produced by the gastrointestinal videoscope appeared noisy and distorted. No patient involvement was reported.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deformation of the electrical connector, the image appeared noisy, and when pressure was applied, the image became distorted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.